Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator exchange. Upon review, the right atrial lead exhibited noise. No intervention was performed on the lead and the pacemaker was electively replaced. The patient experienced no adverse consequences.